Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 around 11am. The customer experienced symptoms such as feeling unconscious. The customer stated that she slept on the floor with a pillow and her husband found her unresponsive. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.